Event description:
The product complaint report shows the customer alleged that while the vent was on a patient it was noticed that there were visual alarms but no audible alarms. The hospital biomed verified and replaced the alarm assembly. There was no serious injury or death associated with the audio alarm malfunction. This report isnot an admission by co that this device caused or contributed to the event alleged in this report.